Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ischemia of the right leg. A patchplasty was performed to resolve the issue.

Event description:
Resuscitation was performed during the impella implant.

Manufacturer narrative:
B5 updated. Investigation summary: ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot. Device lot: unknown. Device history batch. Subcomponent: n/a. Device history review a post sterile inspection was unable to be conducted as the serial number of the complaint device is not known.